Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches and high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the pacing impedance measurements then decreased to a value that was within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient does not require atrial pacing or sensing. The device was programmed vvi 40.